Event description:
It was reported that inaccurate measurements were received while using the swan-ganz catheter. The cardiac surgeon commented that cco and svo2 measurements were possible in the beginning but blood leakage was observed between the optical module connector and the om-2 cable when weaning the patient off bypass. The anesthesiologist commented that the right atrial (ra) pressure from the proximal injectate port was higher than normal (the actual value is unknown) so the clinician checked the line and found that it was difficult to aspirate and flush unless force was added, which made it possible to manipulate it slowly. When an attempt was made to draw from the distal lumen, air was aspirated and it was not possible to draw blood. The pressure measurements coming from the distal lumen were also considered incorrect, but the actual value is unknown. As reported, "although interlumen may have been caused when the customer pulled the syringe with force, it is true that the ra pressure was measured higher than normal from the beginning". No patient complications or injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. An edwards contamination shield was seated to the catheter from 30cm to 95cm from the tip. No introducer was returned. The contamination shield was removed from the catheter for evaluation. After removing the contamination shield, the catheter tube was found pinched and collapsed at two different areas: 23cm and 28cm proximal from the catheter tip. Leakage was noted from the optical module connector when pressurizing the distal lumen. The leakage stopped when the catheter body was clipped at 25cm proximal from the catheter tip indicating that interlumen leakage had occurred between the distal and optical lumens due to a lumen collapse at the 23cm damage location. It was difficult to flush the proximal injectate lumen due to the lumen collapse at the 28cm damage location. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of inaccurate values could not be confirmed during the evaluation; however, leakage and body damage were confirmed. No indication of a manufacturing defect was noted during the analysis. The cause of the complaint could not be determined with certainty; however, the damage observed may have affected the signal transmission. No actions will be taken at this time.